Event description:
A report was received that the patient underwent a lead revision due to the lead protruding out of the skin. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Event description:
A report was received that the patient underwent a lead revision due to the lead protruding out of the skin. The patient was reportedly doing well following the procedure.